Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Guidewire insertion test result was failed. Performed destructive analysis and found blood obstructed in the distal conductor.

Event description:
It was reported that during an implant procedure, the physician attempted to insert a competitor angioplasty guide wire through the left ventricular (lv) lead. The wire would not go through the lv lead, so the physician chose to use a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.